Manufacturer narrative:
The device was received fully deployed. No damages or deficiencies were found to the fluid path or needle mechanism components that would result in the cannula dislodging. Though no problems were observed, the cause of the reported cannula dislodging event could not be determined. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of a damaged cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl, while wearing the pod between 1 and 4 hours. The patient reported cannula being dislodged and bent, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.